Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified signs of repeated use (nicked or gouged) and is fractured. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear from repeated use as the device has a field age of approximately 7 years and 3 months. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.